Event description:
The technician alleged that the side rail will not latch. No patient impact.

Manufacturer narrative:
The technician replaced the side rail latch bushing and the zero transfer stops to resolve the issue.